Event description:
Patient with an impella cp. Previous attempts to wean the impella unsuccessful. Was off anticoagulation for gi [gastrointestinal] bleeds. This morning, impella motor current high and suffered pump failure followed by controller failure. Catheter pulled back into the aorta by provider bedside.